Event description:
Customer reported to beckman coulter, inc (bec) that there was a tan liquid dripping from the synchron cx 5 delta clinical system. Customer reported that the hydro compartment floor was covered with the tan liquid when they opened the door. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found fluid was dripping from the filter, from the wash towers. The fse traced the waste line to the waste canister, and found a clog in the elbow fitting. The fse removed and cleaned the fitting and waste canister, and installed a new filter.

Manufacturer narrative:
(B)(4).